Event description:
It was reported that the arctic sun device was not passing the inspection of the fluid delivery line portion of the routine service as some of the valve locations, the device was unable to achieve -7 psi. Per wo notes, they discussed this was more indicative of a failed circulation pump as the pumps had not been replaced since the last time the device was at the depot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.